Manufacturer narrative:
No sample is available for investigation. No lot # given. Evaluation: conclusions - since there is no product and no lot#, the MFR cannot investigate this complaint. The MFR will continue to track and trend this complaint. Should a product or lot# become available, the complaint will be reopened.

Event description:
The event is reported as: the staples got stuck. No pt injury reported.